Manufacturer narrative:
Continuation of d10: product ID fg15150-0615-1s (lot: 231405433); product type: ; implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a pipeline flex stent that failed to open at the distal end. The patient was undergoing the procedure via right femoral artery access for flow diverter treatment of an internal carotid artery (ica) c6 segment unruptured saccular aneurysm. The aneurysm max diameter was 9mm and the neck diameter was 5mm. Vessel tortuosity was moderate. Dual antiplatelet treatment (dapt) was administered for 1 week prior to the procedure. It was reported that the devices were prepared and catheter was flushed as indicated in the instructions for use (IFU). The phenom 27 microcatheter was navigated to the treatment location with the guidewire and delivery of the pipeline was initiated. When withdrawing the microcatheter, it was found that the distal end of the pipeline stent was not opening smoothly. Additional length of the stent was deployed and the physician waited about 30 seconds but the pipeline still did not open. The pipeline was then removed and damage to the tip of the stent was noted in vitro. The pipeline was then replaced with a ped-45-30 which was delivered with a non-medtronic microcatheter and was deployed smoothly to complete the procedure successfully. There was no harm or injury to the patient. Post-operative angiography and dynact confirmed good stent apposition and smooth blood flow. Ancillary devices: 8f guiding sheath, 6f zenith vascular guide catheter, synchro 2 guidewire.

Manufacturer narrative:
H3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reporting that there was no reported issue with the phenom27 microcatheter. The cause of the pipeline failure to open was noted as due to the distal tip damage. The pipeline had not been placed in a vessel bend when it failed to open it was located in a straight segment of the vessel. The additional steps or other devices not previously mentioned that were attempted to open the pipeline was, "the pipeline was deployed with the assistance of microcatheter push¿pull (expansion and relaxation) technique."

Manufacturer narrative:
H2/h3: product analysis ¿as found condition: the (pli-10) pipeline flex device was returned for analysis, stuck inside the returned (pli-20) phenom 27 catheter, inside a clear sealed biohazard plastic pouch, and inside a shipping box. ¿damaged location details: the (pli-10) pipeline flex tip coil was in good condition. The distal and proximal dps restraints and dps sleeves were intact, and no damage was noted. No defects were found on the re-sheathing marker and re-sheathing pad. The distal hypotube and ptfe shrink tubing were intact, with no signs of elongation or damage. No bends or kinks were found on the pusher wire. The braid¿s distal and proximal ends were open and frayed. The braid¿s middle section was found fully open without damage. The (pli-20) phenom 27 catheter tip and marker were examined, and no damage was noted. The catheter body was in good condition. No voids or flashes were found in the catheter hub. No other anomalies were found. ¿testing/analysis: the (pli-10) pipeline flex device was pushed out from the inside of the (pli-20) phenom 27 catheter lumen without difficulty. The (pli-20) phenom 27 catheter total and usable lengths were measured within specifications. The catheter was flushed with water, and the water exited through the distal tip. The catheter was tested by running an in-house 0.026-inch mandrel through the hub and tip without issues. ¿external testing: none ¿conclusion: based on the reported information and device analysis, the customer¿s ¿failure/incomplete to open at distal¿ report could not be confirmed, as the (pli-10) pipeline flex braid¿s distal end was observed to be open and frayed. Also, the braid¿s proximal end was observed to be open and frayed, and the middle section was fully open without damage. Possible causes of failure to open include, but are not limited to, patient vessel tortuosity, the user deploying the braid in the vessel bend, or a damaged braid. In this event, the customer reported that the vessel tortuosity was moderate, and the pipeline had not been placed in a vessel bend, which rules out patient vessel tortuosity and the user deploying the braid in the vessel bend as potential causes. Therefore, a damaged braid could have contributed to the reported failure to open. The braid can be damaged due to over-manipulation, re-sheathing more than two times, deployment techniques, advancing or retracting the delivery wire against resistance, or deploying/re-sheathing against resistance. However, the cause of the braid damage could not be determined. Additionally, no complaints were reported regarding the returned (pli-20) phenom 27 catheter, and no issues were encountered during testing, and no damage was observed on the catheter. The cause of the reported event could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.